Event description:
It was reported that during a da vinci-assisted surgical procedure, the knife head of the harmonic ace instrument was ruptured. No fragment fell into the patient. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the harmonic ace be returned for failure analysis investigation. Isi, has not received the da vinci product with an alleged issue to perform failure analysis.